Event description:
Caller reported false positive troponin (tni) on cardio profiler (lot# 47999) versus another system, vidas and false negative troponin on cardiac panel (lot #46116) versus another system, vidas. Caller also reported red spots appearing on the reaction window on the test cartridges after doing an assay. These spots are most often seen in the bnp panels and sometimes in the d-dimer panels. Internal qc for these tests appear to be fine.

Manufacturer narrative:
As of 05/04/2010, cardiac panel w46116 has been expired. "At the time of the customer's complaint, device lot may have been..." Product support cannot verify the customer's results with the use of expired product. In-house testing of cardio profiler w47999 revealed that the device lot was within mfg release specifications. No error codes or device issues were observed. Calibrator g and h, positive controls were tested on the profiler. Three data points with cal g were above the mfg 2sd range with a 120% recovery rate. All data points with cal h were within the mfg 2sd range with a 119% recovery. No discrepant results or low bias in troponin recovery was observed. The customer did not return any samples for testing. Product support could not rule out any sample specific or environmental factors that may have affected analyte recovery. No corrective action required at this time as no product deficiency was established.